Event description:
It was reported to boston scientific corporation that a resolution clip device would not deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Visual examination of the returned device noted: the catheter outer sheath extended beyond the exposed clip; the sheath grip was detached from the over sheath; and the clip assembly was located approximately 2 inches inside the over sheath. A functional evaluation was conducted by manually grasping the over sheath; the clip assembly could be exposed. Once the clip assembly was exposed, it was actuated several times and, then deployed as intended by design. Based on the physical condition of the returned device and the functional evaluation, the reported malfunction is attributed to operational context (procedural use). A review of the device history record for the pertinent lot was performed; no anomalies were noted. The september 2008 15-month hemostatic clipping product family complaint trend report was reviewed; no unfavorable trends were noted for the failure mode.